Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012, the pt went out around 6:30pm. On (B)(6) 2012, she was found dead in her car. There were multiple empty insulin cartridges in the car. The pt had depression and took medication for it. No further info is available at this time. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.